Manufacturer narrative:
No button error alarm. The insulin pump had no button response due to moisture damage on keypad traces. Unable to perform the displacement test due to the keypad anomaly. The device had moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.